Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated. Further investigation revealed corrosion damage to the motor. Rotor rub, damaged spindle housing and motor cartridge were identified as the probable cause of the failure. The damaged parts were replaced, preventative maintenance done and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a procedure. No adverse event was reported; another device was used to complete the procedure.